Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and personal injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-jul-2009) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for the implant of an unspecified bard mesh (bard flat mesh) on (B)(6) 2009. As reported, the patient is making a claim for an adverse patient outcome against bard mesh (bard flat mesh). It is alleged that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient sustained personal injury, experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2009 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with implant of bard flat mesh. Per operative notes, ¿ the indirect left inguinal hernia sac was identified and dissected. The repair was carried using bard flat mesh and sutured to pubic tubercle.¿ (B)(6) 2019 ¿ patient was diagnosed with intractable debilitating left mesh inguinodynia thereby underwent open repair with removal of mesh. Per operative notes, ¿ due to the mesh, external oblique was noted to be involved in dense scarring with inflammations. The dense adhesions of the external oblique to underlying mesh was divided. The mesh was completely divided and removed and floor of inguinal canal was closed with sutures.¿